Manufacturer narrative:
Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing loss of lock. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The external visual inspection revealed broken antenna coil wires. In addition, the electrode was severed near the array prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken antenna coil wires. System lock was lost while manipulating the antenna coil. The no lock and electrode conditions prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The residual gas analysis resulted in nitrogen above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The device had broken antenna coil wires. A CAPA was implemented. This is the final report.